Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Per additional information, this device no longer meets the reportability requirements.

Event description:
Additional information received indicates that surgical intervention took place wherein the one of the leads was explanted and replaced. The new lead was implanted at a lower location to address the issue. Reportedly, effective therapy was confirmed post op. Investigation was unable to determine which of the leads was replaced. No intervention was under taken on the second lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.